Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2004; 4193 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that there were diminished r waves on the right ventricular (rv) lead. The lead was repositioned and remains in use. The patient was enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.